Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. According to the evaluation of the unit the phenomenon was not reproduced. It was not possible to establish a probable cause from the data collected from the evaluation and investigation of this reported event. It was unclear if the abnormal imaging, which was due to a faulty circuit ("dp") board, was relevant to the suggested phenomenon of "no image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, the evaluation was unable to confirm the reported event. The evaluation uncovered abnormal image color due to a faulty dp board. The faulty part needed replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that the evis exera iii video system center does not display an image. There was no harm or user injury reported due to the event.